Event description:
It was reported that during a da vinci-assisted surgical procedure, the image was flip. Tse guide csm to realign the endoscope 30 plus and issue resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.